Manufacturer narrative:
Resmed has requested for the mask to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that while a hospital patient was being moved, the nasal cannula prongs separated from the corrugated tubing of an acucare mask and caused the patient to have an oxygen desaturation. The acucare mask was delivering oxygen at the time of the fault. There was no patient injury reported as a result of this incident.